Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had dislodged and was unable to be implanted. The physician elected not to implant the lv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of device dislodged or dislocated and unable to implant were unable to be verified. As received, a complete lead was returned in one piece. Upon visual and x-ray examination, no anomalies were noted. Upon electrical testing, no indication of conductor fractures or internal shorts were found. The s-curve height was measured within specification.

Manufacturer narrative:
Correction: section e2: physician is a healthcare professional.